Event description:
A report was received that the patient will undergo a lead revision due to having extremely high settings

Manufacturer narrative:
Additional information was received that the patient had settings that required running her amplitude very high to feel stimulation. The patient underwent a lead revision, and the patient was doing well postoperatively. No device malfunction was suspected.

Event description:
A report was received that the patient will undergo a lead revision due to having extremely high settings